Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reports the needle went through the cover when the safety shield was activated. The nurse drew up insulin and noticed the entire needle was a little off centered. The nurse pulled the sheath up for transport mode when the needle went through the sheath.